Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said they had major problem and ended up opening another ins during a replacement ins case today. Rep said they saw inconsistencies with impedances. Rep said they met with pt about a month ago and pt had no impedances and then met with pt pre-op and had no impedance issues. Then, when checking impedances during surgery for replacement ins said 1 electrode was red and 1 electrode was orange. Rep had healthcare provider (hcp) wipe lead and reinsert lead into header block. Rep reported 3-4 electrodes were in red; rep, had hcp wipe the lead again and reported 5 electrodes in red. Hcp switched lead channels and rep saw 5 electrodes red on 8-16 and 2 red electrodes on 0-7. Rep said the hcp wiped and reinserted 10 times, tried repositioning the pt, and the impedance values kept moving around and changing. Rep said they connected the leads to the old battery and saw 2 red electrodes on 1 lead and 1 red electrode on second lead. Rep switched back to rep saw a ton of issues again. Rep saw 6 orange electrodes on one lead and 2 o range electrodes on the other lead. Rep said they tried another ins and saw 0-7 green, but all 7 electrodes on the other lead were red. Rep said hcp switched back to the initial replacement and rep saw 3 red electrodes on one lead and all green on the others. Hcp decided rep could program around impedances and decided to finish surgery. Rep said they had never seen this before. On 2024-dec-04 the rep reported the original ins was at eri and that was why the ins was being replaced. There were no issues with that ins prior to the impedances being discovered during replacement. That ins was discarded by the hcp. The cause of the high impedances was not determined. The high impedances with the ins that was implanted was resolved by programming around the impedances.